Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Device data was reviewed, and the red was found to be due to voltage was too low for projected remaining capacity. Communicator trouble shooting was recommended. The patient has scheduled a follow-up appointment with their health care professional (hcp) for resolution. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Device data was reviewed, and the red was found to be due to voltage was too low for projected remaining capacity. Communicator trouble shooting was recommended. The patient has scheduled a follow-up appointment with their health care professional (hcp) for resolution. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record review.

Manufacturer narrative:
This event was already reported under report 2124215-2023-06022. All future reports will be submitted under report 2124215-2023-06022.